Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller states that the door is popping open on the tub.